Manufacturer narrative:
The nurse call system provides visual and/or audible event alert notification via designated communication devices. The routing of an alert to said communication devices (primary and secondary) is configured based on customer preferences. All calls route to a primary monitoring device (grs-10 nurse console and calls can also be configured to route to secondary communication device locations (vocera wireless devices, customer's command center devices, wireless phones, etc.). The designation of call routing is configured using the hillrom nurse call electronic configuration tool application (ect). Troubleshooting into the reported event determined there was a messaging service error. Restarting the messaging service resolved the delay in code blues routing to the secondary console. Although there was no patient injury reported and the calls annunciated at the primary console, if the reported code blue call not being received at a designated secondary location) were to recur, it is likely to result in serious injury or death, as response of key team members of the code team may be delayed. Hillrom is reporting this event.

Event description:
The customer reported code blue calls for the facility annunciated at the room and unit level, but did not route to ccd (secondary console), resulting in no page sent to the all hands team. There were no patient impact or safety issues reported as a result of product performance. This incident was captured under hillrom complaint ref # (B)(4).